Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: no data available , omnipod software app version: no data available , operating system: no data available , hardware: no data available ,, cgm sensor type: no data available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site abdomen, the pod's cannula was found blocked, noting blood in the in the cannula. As treatment a new pod was placed.